Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of anterior vaginal mesh on (B)(6) 2009 due to exposed vaginal mesh. It was reported that the patient underwent excision of suture and exposed mesh on (B)(6) 2009 due to removal of suture and exposed vaginal mesh. It was reported that the patient underwent excision of excision of extruded mesh on (B)(6) 2009 due to exposed vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.